Event description:
It was reported via phone that the caregiver pinched her finger in the side rail spindle. There was patient involvement; however, no clinically relevant delay in treatment was reported. Caregiver alleged that her finger was broken and requires medical intervention.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was determined that the side rails had broken spindle plugs which caused pinch points between the toprail and spindle top. The siderails could still latch up with the alleged issue. It was further reported by the customer that the broken spindle plugs had pinched her finger. The customer alleged her finger tip became swollen, started to bruise and the finger nail was starting to detach. The customer also alleged that she had the finger evaluated by a doctor and x-rays revealed a broken finger tip. It was communicated to the customer from the manufacturer that extremities should be removed from under or between spindles during raising or lowering the siderail, and the stretcher should be brought back to specifications, or the unit should be replaced, to prevent further injuries. The customer communicated that they had resolved the alleged issue by having the third party dealer, ready medical, complete the repairs to the stretcher.

Event description:
It was reported via phone that the caregiver pinched her finger in the side rail spindle. There was patient involvement; however, no clinically relevant delay in treatment was reported. Caregiver alleged that her finger was broken and requires medical intervention.

Manufacturer narrative:
A 3rd party evaluating.